Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high pacing impedance and capture values were noted on the right ventricular (rv) lead. The rv was capped and replaced to resolved the event and the patient's condition was stable.